Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "loss of volume".

Event description:
Patient reported left side "loss of volume". Healthcare professional confirmed a left side deflation. Device has been explanted.

Event description:
Patient reported left side "loss of volume". Healthcare professional confirmed a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on radius and white particles inner the shell. Leak test and microscopic analysis were performed which identified: crease sharp opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.